Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the o-ring was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, it was confirmed that the rubber seal was missing from the housing, which is potentially caused by damage from fatigue or exposure to cleaning solvents.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the o-ring was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.